Manufacturer narrative:
Additional patient's identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery. The patient put weight on the implant which caused femoral recon nail greater trochanter to bend distally, as claimed by the surgeon patient was non compliant. There were no broken implants. There was a surgical delay of unknown number of minutes as the surgeon had to manipulate the leg to bend the nail back to original shape for removal. Procedure outcome is successful. Patient status is stable. Concomitant device reported: unknown locking screws (part # unknown, lot # unknown, quantity 1), unknown recon screws (part# unknown, lot # unknown, quantity # unknown). This report is for one (1) 9 mm ti cannulated femoral recon nail. This is report 1 of 1 for complaint (B)(4).